Event description:
The product was used on a female pt who presented with chronic hypdrocephalus. The user facility reported the connector broke during the tunneling procedure. This was the first time the product was implanted. The product will be forwarded to the manufacturer for evaluation.